Event description:
The user was seen at the clinic on (B)(6) 2022 and abnormal impedances were observed. The parents reported that the user bumped the head 2 or 3 months prior to this. The user was reimplanted on (B)(6) 2022.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. The problems given in the recipient report appear to match well with this finding. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The user was seen at the clinic on (B)(6) 2022 and abnormal impedances were observed. The parents reported that the user bumped the head 2 or 3 months prior to this. The user was re-implanted on (B)(6) 2022.